Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Pump supplies were changed. Tandem technical support performed a pump system check and blockage could not be identified. Customer's blood glucose (bg) was 250-288 mg/dl and had lowered at the time of the report.